Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this is a late report because hamilton received the information with a delay. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. - there was no alarm because the ventilator device did not started up at all. - the device log files were provided to hamilton. - this malfunction was reproducible. - measures taken: the control board pn 10090341 was defect and is replaced. The malfunction is solved. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this is a late report because hamilton received the information with a delay. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. - there was no alarm because the ventilator device did not started up at all. - the device log files were provided to hamilton. - this malfunction was reproducible. - measures taken: the control board pn 10090341 was defect and is replaced. The malfunction is solved. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.